Event description:
The device was returned to the svc ctr with a report from the customer contact that the device alarmed s320 (homing timeout, left) and handle broken. This does not indicate a reportable malfunction. However, during verification testing at the svc ctr, the device alarmed with a s321 (motor error-pmc, left) malfunction code.

Manufacturer narrative:
The device mechanism has been received. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.